Event description:
It was reported that during a colon procedure, there were no problems with the closing and firing of the device, but after opening the device the surgeon noticed it lacked half of the staple line. Another similar device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.